Event description:
Surgeon reports lens was replaced due to constant glare which began on the first day post-operative lens implantation. Symptoms were reported to be resolved on the first day following lens exchange.